Manufacturer narrative:
Concomitant products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type I via a manufacturer¿s representative (rep). The rep reported that the patient had pain, swelling and stiffness in hand since using new group from reprogramming on (B)(6) 2017. The rep reported that the ins was turned off and seemed to improve. The rep reported that the patient was also okay with other programs. The rep reported that the patient attempted a new program again over the weekend and hand got stiff and was feeling the same as (B)(6) 2017 when the swelling began. The rep reported that the swelling had since resolved but the patient opted to turn the ins off until seeing their healthcare provider (hcp). No further complications anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-05-19. The rep reported that the patient was still getting tingling in undesired area of the fifth digit of the hand. The rep reported that if the patient turned amplitude up, felt it in bilateral lower extremities. The rep reported that reprogramming was scheduled the week following the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.